Manufacturer narrative:
Device evaluation summary: as received, the valve exhibits a drop in leaflet 2 relative to the other leaflets by a distance of approximately 4mm. At the inflow aspect, host tissue overgrowth is moderate. It encroached onto the tissue inflow and into the orifice by approximately 6mm. Host tissue overgrowth is also noted onto leaflet 2 at the outflow aspect; it encroached onto the tissue and into the orifice by 3mm. Furthermore, the valve exhibits stent distortion, possibly due to explant. The x-ray demonstrates stent distortion and wireform-band separation. Cuts in the sewing ring are also possibly due to explant. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The investigation indicates no information to suggest a device quality deficiency that may have caused or contributed to this event.

Event description:
Reportedly, an explant of an edwards aortic valve occurred after an implant duration of approximately 10 years. The operative report indicates device was explanted due to aortic insufficiency and minimal calcification. Patient was noted to have an ascending aortic dilatation and aortic aneurysm. Patient also underwent native mitral valve replacement during the same surgery.